Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject was presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in proximal left anterior descending (lad) extending up to middle lad with 85% stenosis and was 52 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm and 3.00 mm x 20 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2022, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B2 - date of death: used the first date of the month of (B)(6) 2022 as the exact date was unknown. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).